Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 additional information 08 august 2017 "the report from the sales rep says the user forcefully pushed the stent with the pusher and made the stent fall/drop in the stomach and removed it. " the zebd-7-7 device was not returned to cirl for a lab evaluation. As this device was not returned and no photographs were provided, this complaint will be confirmed on customer testimony. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Under the instructions in this IFU, the user is also instructed to: "advance the guiding catheter and/ or pushing catheter 1-2cm increments until stent is in desired position." Prior to distribution, all zebd-7-7 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the biliary stent device did not reveal any discrepancy related to the complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent got stuck in the endoscope when the user was advancing it over a wire guide. The user forcefully pushed it with the pusher and dropped it in the stomach and removed it from the patient body. Then he opened another stent and placed it at the target site in the common bile duct.